Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a mandible fracture procedure the screw broke at the head of the screw during torque/insertion. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event could be confirmed. In the related ti 4885/17 it was stated: ¿one bone screw, cross-pin, diam. 2.0xxxmm broke during surgery and was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis), as well as, by light and scanning electron microscopy. The measurable dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The broken tip of the screw (thread fragment) was strongly dam-aged and the fracture surface completely destroyed by medical instruments during the removal from the patient. The intact fracture surface shows the typical flow structures of ductile torsional breakages. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation.¿ no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that during a mandible fracture procedure the screw broke at the head of the screw during torque/insertion. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.